Event description:
A pt was implanted with a cslp va plate and screws on (B)(6) 2011. During a f/u visit, one of the 4.0mm quick lock self-drilling va screws was noted to be backing out. The pt is asymptomatic. The surgeon does not plan on revisiting pt at this time and will continue to monitor the pt. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.